Event description:
It was reported that the device had all three (attention, charge pak, and wrench) icons illuminated. The customer replaced the charge-pak (internal hlc battery charger) but the device continued showing all icons and failed to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended purchasing a replacement defibrillator. Follow-up with the reporter confirmed that the device was removed from service and the customer will purchase a replacement defibrillator. The device in question has not been returned to physio-control for evaluation. Therefore, further investigation could not be performed to determine the cause of the failure.